Event description:
The customer reported that the agilia infusion pump will not pump and the pump motor is stalled. The device was returned for further evaluation. During the evaluation of the device, the device event logs were reviewed and found error codes error 01 (rotation check), error 51 (defective speaker), and error 99 (activation of the watch dog). The pump block was replaced to resolve error 01. The speaker was replaced to resolve error 51. The cpu and power supply boards were replaced to resolve error 99. Complete configuration and calibration were performed with passing results. Additionally, quality control testing was performed with passing results. The device was found to meet specification after repairs.